Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window. Download data from the device displayed no alarm code but did show that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of second prime without the needle deploying. The pod was successfully paired with a pdm, completed priming and the needle mechanism deployed normally during the rerun and attempted to deliver a 5u bolus. During the rerun, rotational sensor errors were replicated and an 0x41 alarm was generated. During investigation of the drive assembly, contamination was observed on the lines of contact between the commuter cap and the rotational sensor springs indicating the intended lines of contact were interrupted. This contamination contributed to the abnormal rotational sensor data that prevented the pod from deploying as intended.